Event description:
It was reported that the user announced a meal to obtain a correction bolus on an ilet system and received education on the correct procedure for meal announcements. Symptoms included hyperglycemia, with a reported highest blood glucose of 230 mg/dl, and a current blood glucose of 112 mg/dl. Outcomes included successful troubleshooting and education with no alerts or alarms and no medical intervention or hospitalization. Investigation included telephone troubleshooting and user education focused on correct use of meal announcements. Investigation of this case revealed user error related to using meal announcements to correct high blood glucose. It was concluded, based on previously established findings for similar reports, that user technique was the cause.